Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that on two separate occasions pts were burned by the 50-s probes. Incident info was second hand and limited. The first instance resulted in a burn approx the size of a quarter. By the time of the pt's follow-up appointment infection had developed, antibiotics were administered and the pt was re-hospitalized. The second instance resulted in a less severe burn, affecting a small area on the edges of the skin.